Manufacturer narrative:
On (B)(6) a medtronic representative went to the site to test the equipment. The navigation system then passed the system checkout and was found to be fully functional. No fault found.

Event description:
A medtronic representative reported that during a functional endoscopic sinus surgery, during registration for navigation, the initialization started and stopped. After this, the rep called back and stated that he was experiencing issues with the initialization process being unable to completely finish. He called back a third time and reported the emitter wasn't functioning. The emitter was plugged in but when he opened emitter details it showed a disconnected status. Restarted system and it began working again. This issue caused a delay of less than an hour to the surgery. No harm to the patient.